Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The caller reported that the unit would not power on with just battery power. No patient or user harm was reported.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. Though it is unknown if the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The customer returned battery pack was installed in an fi ventilator. The battery was deeply discharged and would only trickle charge in the ventilator but no error occurred. The battery flash parameters were read out and showed no fault other than the deep discharge. After reaching full charge the battery pv test was executed and passed. No failure was found. A replacement device was sent to the customer.